Event description:
On (B)(6) 2022, it was reported by a sales representative via email that patient underwent an allograft oats transfer to the patella procedure on (B)(6) 2022. An ar-1981-10s osteochondral autograft transfer system oats was used to complete the procedure. During the procedure, a harvester was used to extract a plug from the patella. The patient's bone was too hard, and the plug did not come out with the harvester. A reamer was then used to ream out the recipient site. It was this time that the harvester broke off and fell into the wound during the attempted plug extraction. However, this remained unknown until the patient went for a two week follow up visit and an x-ray showed a metal in the patient's joint. On (B)(6) 2022, patient had a revision procedure and had the broken tip removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.